Manufacturer narrative:
(B)(4). The lack of useful clinical data does allow only for a preliminary assessment. Due to the lack of information, this case is being conservatively reported. Baxter is currently in the process of following up with the reporter for additional information. A follow up report will be submitted upon receipt and evaluation of additional information.

Manufacturer narrative:
(B)(4). Baxter final medical assessment summary: the source of bleeding has been determined to be the sternum and the sternal wires, an anatomy not covered by coseal. The post-operative bleeding is not related to the use of coseal.

Event description:
Eight (8) units of coseal were used for adhesion prevention in a patient who was having a ventricular assist device surgery. The customer reported "re-thoracotomia hemostasis" and "thorax not closed." No further information is available at the moment, but has been requested from the customer.

Event description:
Additional information received from the reporter: where has the coseal been applied? The product was applied to the follow locations: rv, ra, lv, aorta, pulmonary artery. What volume of product has been used? Does 8 units represent 8ml of product or 8 syringes, and if yes what was the size of the kits used (2, 4 or 8ml)? One 8ml unit was used. What was the anatomical source of the postoperative bleed and has been coseal been applied on the specific anatomy during the initial surgery? The post-operative bleeding came from: sternum, sternal wires. What has the course of the complication after revision surgery have been? The bleeding stopped. No lot number known.